Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned disassembled to zoll medical corporation for evaluation. After reassembling the device, the reported problem was not confirmed. Due to the user attempting to repair the device, root cause could not be firmly established. The lcd color cable was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.